Manufacturer narrative:
D9: 7/8/2025. Received one device. Customer complaint of fails accuracy cannot be confirmed through accuracy testing. Unit passed accuracy testing at 19.2 ml, 19.4, and 19.4 respectively within the acceptable range of 18.2 ml and 22.2 ml. Performed performance verification tests (pvt) , unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test at (B)(4). There was no patient involvement.